Event description:
The pt's system was explanted due to infection at the implant site.

Manufacturer narrative:
The explanted lead was kept by the medical facility and will not be returned for evaluation.